Event description:
It was reported that the patient presented with an episode of ventricular tachycardia. Upon review, the pulse generator exhibited intermittent undersensing on the right ventricle. Programming change was made to address the issue. The patient would continue to be monitored.